Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced lower back pain, bleeding, urinating problems, pain during menstruation, head pain, tiredness, restless feelings, mood swings, memory loss, problem concentrating, brain fog, and vision problem. Consumer contacted a neurologist, blood test was done (no results mentioned). She received medication. Essure removal was planned. Company causality comment:this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed and, on unknown date, she experienced lower back pain and bleeding. Essure removal was planned. Lower back pain and bleeding are listed in the reference safety information for essure. Abdominal, pelvic, back and uncharacterized pain may occur during essure use. Also abnormal menstrual pattern changes and genital bleeding can occur. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 05-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed and, on unknown date, she experienced lower back pain and bleeding. Essure removal was planned. Lower back pain and bleeding are listed in the reference safety information for essure. Abdominal, pelvic, back and uncharacterized pain may occur during essure use. Also abnormal menstrual pattern changes and genital bleeding can occur. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.